Manufacturer narrative:
Approximate age of device ¿ 1 year and 11 months. The pump remains in use supporting the patient; however, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. A driveline separation at the distal end bend relief was reported. The patient was asymptomatic. On (B)(6) 2016, the customer reported that the patient received a driveline fault alarm. The manufacturer's technical services reviewed the x-ray images submitted and they did not appear to show any areas of compromise. On (B)(6) 2016, technical services arrived onsite for a driveline evaluation. Phase interrupter testing indicated no broken wires; however, the driveline fault detection circuitry indicated intermittent issues with the black wire. An external driveline repair was performed near the distal end bend relief. On (B)(6) 2016, it was reported that the patient had not received any further alarms since the driveline repair had been performed.

Manufacturer narrative:
The evaluation of the returned section of the driveline, confirmed an issue that could have potentially contributed to the reported event. A section of the driveline approximately 7.5 inches was returned for evaluation. A distal end separation was confirmed based on the photograph provided by the account and through visual examination of the driveline, upon removal of the tape and splints present at the metal connector/silicone interface. The returned section of the driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate layers, and metal braided shield were removed to examine the underlying wires. Visual inspection of the wires revealed a breach to the insulation of the black wire at the nipple housing of the metal connector, as well as damage to the inner conductors. The black wire redundantly supports motor phase 2. Further analysis revealed that the observed wire damage appeared to be the result of repetitive flexing. The remaining wires in that area were slightly abraided, but were otherwise unremarkable. The damage to the inner conductors of the black wire could have caused the driveline fault alarms that were confirmed based on the evaluation of the submitted log file. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.